Manufacturer narrative:
Evaluation summary: complaint history and product history and records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was broken. Additional information was requested.